Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker technical error and there were no sounds coming from the mx40 when it wasn't connected to the surveillance. The device was in use on a patient. There was no report of patient or user harm.